Manufacturer narrative:
A ge rep evaluated the system and found the system to be at the upper end of the allowed tolerance. Ge rep adjusted the kv tracking to bring kv reading into center of tolerance range. System operates as intended.

Event description:
Customer reported kv is too high. No pt injury was reported.